Event description:
It was reported that the device was used during a low anterior resection procedure. The device did not function properly. Unknown how the case was completed. Unknown patient consequence. Additional information received on 7/22/2009: "the device was inserted into the rectum and attached to anvil. An audible and palpable click was in place. The stapler would only partially close before the anvil would pop off. The surgeon stated that the device could not be closed and the internal mechanism stripped. To correct it required redoing anastomosis with a diverting ileostomy. Another same like product was used to complete the case."